Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, after performing steps 1-3, the surgeon performed step 4, and stated," the seal unravelled when pulled out of the loader." She tried loading a second heartstring seal and when she performed step 2 she noted that the seal would not roll and load inside the loader. She opened two more seals and was able to load them successfully. The hospital reported no patient effects. The devices were not used on the patient. The case was completed successfully.

Manufacturer narrative:
The device was returned to the factor for evaluation. It showed me no signs of clinical usage and slight evidence of blood. The delivery device was returned with the loading device. The tension spring assembly, seal and anchor tab remained inside the loading device. The seal did not appear unravelled as stated in the event description. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint "failure to load properly" was confirmed. In order to mitigate this failure mode, the device design was changed to help reduce the force required to advance the delivery device during seal loading. Visual cues have also been added to the seal loader and delivery device to assist the user through the steps required to roll and load the seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).